Event description:
The customer reported that there was no image displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by board failure. In addition, service found the cable was damaged, the control unit was cracked, the cable was buckled, and the connector was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received regarding event date, identified in b3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to defective cable. The cause of the defective cable was due to water leakage. As to water leakage from the cable, the contents in the instruction manual were reviewed. The reported phenomena might be prevented by following these descriptions. "Never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.